Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient reported that the infusion set had not been replaced for 6 days (144 hours). The infusion set instructions for use advise that the set should be replaced every 48-72 hours. The patient also reported that blood glucose levels remained elevated when administering insulin via injection. The patient continued to use the pump with no reported subsequent events. If the device is returned, and evaluation shall be completed and a supplemental report will be filed.